Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment from connector event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for couple of hours. The patient's highest blood glucose level was displayed high and treated by correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.